Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 45 mg/dl lasting about one hour and no device alarms reported. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with oral carbohydrates, specifically orange juice and glucose tablets, with recovery and no medical intervention, hospitalization, or ketone testing. Investigation included customer care troubleshooting and education regarding meal announcing and carbohydrate intake relative to meal size. Investigation of this case revealed an event of hypoglycemia with an unclear cause and no confirmed device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.